Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen, partially dislodged force sensor pins and that the force sensor resistance reading was out of calibration. The pump was primed successfully with no alarms occurring. Review of the pump history did not reveal any warnings associated with zero force.

Event description:
Evaluation revealed a misaligned display screen, partially dislodged force sensor pins and that the force sensor resistance reading was out of calibration.